Manufacturer narrative:
Additional information: a device history record review for the reported lot shows that the order was released per specification. The sample was visually inspection and it was found that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the aspiration port of the probe was unable to open/ close when in use during an eye surgery. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.